Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It is reported that a customer experienced high blood glucose of 490 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting but the customer insisted on having his pump replaced because he no longer trusted it. A replacement pump was sent to the customer. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.